Event description:
The customer reported a leak of approximately 10ml from the coulter hmx hematology analyzer with autoloader, at the probe, during backwash when the analyzer was performing startup. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event. There was no direct contact with the leak. No erroneous results were generated in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the analyzer.

Manufacturer narrative:
The fse found the probe wash block (rb1) loose due to a missing screw. The fse replaced the screw and the analyzer ran without further leaks. (B)(4).